Manufacturer narrative:
The root cause analysis showed that the bearings have been stiff, grinding, vibrating and coming apart. This is the result of the normal wear process. To avoid such incidents the IFU contains notes and warnings for the correct handling and use of the product: technical condition: a damaged device or components could injure patients, users and third parties. Only operate devices or components if they are undamaged on the outside. Check that the device is working properly and is in satisfactory condition before each use. If there are any broken or damaged parts or clearly visible changes on the surface, the parts must be checked by the service. Safety checks may only be performed by trained service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions. Damage. Irregular running noise. Excessive vibration. Overheating. Dental burr or diamond grinder are not firmly locked in the handpiece. Caution: heating of the product. Burns or product damage from overheating. Do not use the product if it is irregularly heated. The medical device is too hot while working: service the medical device. (B)(4).

Event description:
Dr. (B)(6) said approximately on (B)(6) 2017 halfway through a tooth extraction, the burr started to become wobbly. He removed the handpiece from patient mouth and tested it in his hand. The handpiece then become very hot and caused his right ring finger and pointer finger to be burned. Each burn was dime in size. He said they looked like a red sun burns that lasted 1 day. He applied aloe vera lotion to his fingers. Doctor is male age (B)(6). No medical care necessary.